Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze. It was further reported that the programmer was unable to save data. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was not confirmed. The device passed incoming tests, and no performance issue were found in log file analysis. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.